Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Pump received with the operating currents within specifications and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, stained end cap sticker, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she recently hospitalized with a blood glucose level of 663 mg/dl. Customer stated that she was wearing the insulin pump at the time of the hospitalization. Blood glucose level at the time of the call was 410 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.